Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: vessel dissection requiring treatment. Device issue: none. It was reported that during a ptca/stent procedure, the lesion was in the distal rca, with 90% stenosis. A zeta stent delivery system (sds) crossed the lesion vision stent was implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting.